Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after an interventional percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, a cuff miss occurred as after the steps were completed, the suture was not present. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was removed with the device¿ was confirmed based on the suture remaining in the suture bearing. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 removed.

Event description:
Subsequent to the initially filed report, the following additional information was received: the initially reported cuff miss was reported in error. It was clarified that after all steps (steps 1-4) were performed without issue, the prostyle device was removed, and the suture was also removed with the device, resulting in no suture (unable to find the suture) in the vessel. No additional information was provided.